Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the externals had too much adhesive on them. It was noted that he had to get in the shower to clean the area. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "operator error".the lot number is unknown therefore the device history record could not be reviewed. The product family for this male external catheter product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product family is unknown, the male external product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the externals had too much adhesive on them. It was noted that he had to get in the shower to clean the area. No medical intervention was reported.